Event description:
A report that a pt underwent a pocket revision due to a possible infection was received. A small fluid leak at the ipg incision site was discovered, the physician performed an exploration of the abdominal incision; the site was water pik lavaged. The physician stated that the pt was not infected and could remain implanted.